Manufacturer narrative:
D10 concomitant medical products: sigpshell, sig power sigpshell control shell (lot#:n4k2221y), sigphandle, sig power sigphandle handle (serial#:unknown), unknown egia su, unknown endo gia sulu (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a procedure, prior to use, the powered stapler had firing issue. A new device was used to resolve the issue.

Manufacturer narrative:
Additional information: b5, g3, h6 further review of this event found the device is not considered a potential contributory cause. This event has been reassessed as no n-reportable and no further reports will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric bypass, prior to use, the shell was not recognized. A new handle and shell were used to resolve the issue. There was no patient injury.